Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary right l4-l5 spinal root decompression. On event date, the pt presented with persistent radiculopathy. The investigator noted the event as moderate in intensity. The pt was given medrol dose pak. Pre-operatively pt had radicular pain in their entire right leg. The pain decreased to just their calf and that pain subsided after the medrol pak. The event resolved with treatment 6 days after event date. The investigation noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event was other.